Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called to report that the batteries were depleting fast and the display would no longer turn on even with multiple battery changes. The customer's blood glucose reading was unknown. Customer was advised to revert to a back-up plan, the device was replaced and will be returned.

Manufacturer narrative:
The pump was received with a blank display due to a problem isolated to the interface board. Unable to perform the displacement, operating currents, self test, off no power, unexpected restart, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the blank display. Unable to verify the low battery alarm and off no power alarm due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.